Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See narrative below.

Event description:
No additional information was provided.

Event description:
It was reported that the bd luer-lok syringes were leaking. The following information was provided by the initial reporter: caller reported [3 syringes were defective and shooting insulin from the side]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. With how many syringes/needles did the caller experience the issue? 3. Did all issues occur on the same day? No. Issues occurred: [record timeline] (B)(6) 2023 (twice), (B)(6) 2023. Was the syringe/needle reused? No. Product with issue? Bd 3ml syringe, pn 309657. Is product available for return to bd? No. Product lot # - unavailable. Did issue cause any injury? No. Resolution: caller successfully filled a cartridge with insulin. No further tandem follow up is required.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.